Manufacturer narrative:
The "date of event", "serial #", and "device manufacture date" have not been provided. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a letter from counsel alleging a customer was injured when the armrest of the chair gave away without warning causing her to fall to the ground and sustain a fracture of leg.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a letter from counsel alleging a customer was injured when the armrest of the chair gave away without warning causing her to fall to the ground and sustain a fracture of leg.